Event description:
It was reported by service report that the footboard is not functional as a result of an obstruction pushing in the connector pins. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: obstruction.